Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 29.5 mm in diameter at the renal artery and 32.8 mm in diameter 13 mm below the renal arteries, there was severe calcification in arteries. It was reported that after deployment the bifurcated stent graft was tilted a little high on the right side and a 6 mm renal stent was successfully implanted. There is good blood flow to the renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (inaccurate delivery); patient¿s condition affected effectiveness of device (anatomy related; severe calcification). , conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severe calcification).